Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw vent (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar along with debris on the external threads of the implant and dried blood inside the implant drive feature. Pre-existing patient condition noted on the per was patient having type ii (moderate) bone density, inadequate oral hygiene and smoker. The reported device was being placed on tooth # 37 (universal) when the incident occurred and the implant had been placed for about 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the instruction for use (IFU), patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Device history record (DHR) review could not be performed for the product reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (tsvb10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (keyword using 'fracture', 'bone loss'). Monthly post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. Additionally, bone loss is non-verifiable with the information available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided . UDI not available. PMA/510(k) number k011028 and k013227.

Event description:
It was reported the implant in fractured and bone loss was perceived by the doctor. Patient arrive to the practice with the implant in his mouth. The site had inflammation and patient felt pain.